Manufacturer narrative:
Other relevant device(s) are: product ID: bi30000443, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that image acquisition system (ias) computer ethernet connection within mobile view station (mvs) interface cable prohibits connection between mvs computer and ias computer. The mvs interface cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. The mvs interface cable was returned to the manufacturer for analysis. Analysis found the cable failed a bench test due to an open connection. Analysis found that the reported event was related to a electrical issue. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the system had computer issues. No other details could be provided. This issue was noted outside of a procedure, and there was no patient involvement.